Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem during power-on self-testing, which can impact booting. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed the host pc memory 3 problem occurred during post. Upon troubleshooting, the fse found the issue with host pc. The supplier's part analysis conclusively determined the cause of host pc failure was due to defective motherboard. To resolve the issue, the fse replaced the host pc and performed the system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.